Manufacturer narrative:
Company representative added. The returned implant, intended for use in treatment, was returned as an MDR and returned for evaluation. There was a relationship found between the device and the reported incident. Visual inspection of the returned implant for a speedlock hip knotless fixation device shows no manufacturing abnormalities. The implant is not detached. The snare line is reeled through the wheel and broken; no sutures attached. The suture ratchet knob and the dial could be turned and the implant could be detached. The complaint was verified, but the root cause could not be determined with certainty. Probably root cause are (1) improper suture loading. Factors unrelated to the design and manufacture of the device which could have contributed to the complaint event are outlined in the precautionary states in the instruction for use provided with the device associated with set-up and use of the device such as (2) do not over-tension the suture -failure to distribute proper tension through both suture ends may result in inadequate suture lock and potential failure. There were no indications that would suggest that the device did not meet product specifications upon release into distribution.

Manufacturer narrative:
Foreign zip code: (B)(6).

Event description:
It was reported that during a hip arthroscopy, on insertion the dial to take up and tension the suture would not turn, the suture could not be taken up and the internal wire could be seen as twisted/jammed inside. An additional bone hole was drilled to use the back up device. The procedure was completed with a back up device, with no significant delay or patient injuries.